Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 600+ mg/dl. Customer's husband stated that the customer was vomiting and dysfunctional prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.